Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was between 300 mg/dl and 500 mg/dl. Customer's current blood glucose was 366 mg/dl. Troubleshooting did not find any leaks or air bubbles present. The customer also did not complete a high pressure test during troubleshooting. The insulin pump will not be returned for analysis.